Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lump/nodule and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, pain, lump/nodule.

Event description:
Patient reported having had pain in the right breast. Patient additionally reported having "a lump or thickening in or near the breast or in the underarm area" side not specified. Later, healthcare professional reported "ruptured". This record is for the right side. Device was explanted and replaced.